Manufacturer narrative:
Other relevant device(s) are: product ID: 3708695, serial/lot #: (B)(4), ubd: 13-may-2020, UDI #: (B)(4). Product ID: 3708695, serial/lot #: (B)(4), ubd: 13-may-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the extensions were exposed through the skin incision site. No environmental/external/patient factors were known to have contributed or led to the issue. Impedance testing showed normal range. The extensions were replaced and the issue resolved. No further complications were reported as a result of this event.